Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples from the cobas 6000 c (501) module. The exact dates of testing were unknown. Sample 1 initial crp cardiac c-reactive protein (latex) result was 280 mg/l with a data flag. After automatic dilution, the repeat result was 2.7 mg/l and was reported outside of the laboratory. The result did not match the patient history of high results so the sample was repeated on an integra 400 analyzer. The result was high and believed to be correct. Sample 2 initial amylase result was 1800 u/l with a data flag. After automatic dilution, the repeat result was 75 u/l and was reported outside of the laboratory. The sample was repeated on an integra 400 analyzer. The result was much higher and was believed to be correct. There was no allegation of an adverse event. The crp reagent lot number was 351501 and the amylase reagent lot number was 335848. The expiration dates were requested but were not provided. The calibration and qc results were within range and there were no alarms. The customer replaced the sample probe, cleaned the reagent probe, and purged both probes. The customer then repeated the patient samples and received results they believed to be correct as they were similar to the integra. The field service representative adjusted the dispense of the sample pipettes, reagent pipettes, and the washing unit. The washing dispensing needle dripped intermittently and a set of valves were replaced. Afterward, the analyzer worked well.